Event description:
The customer reported a ventilator equipped with an old display has a back light that no longer works. Patient involvement information is unknown but has been requested. No patient or user harm was reported.

Manufacturer narrative:
Reporting address state: (B)(6). Reporting address city: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Manufacturer narrative:
It was reported that the printed circuit board assembly (pcba) back light inverter was consumed. Multiple attempts were made to obtain information regarding the patient, repair, and operational status with no response from the reporter and cannot be determined. If additional information is later obtained, a supplemental report will be submitted.